Event description:
Injection needle broke at the stopper where the safety device to prevent accidental puncture is located. Broken injection needle was left inside of the patient's blood vessel. Nurse had to remove the broken needle with tweezers. Patient's outcome: recovered.